Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. The reported dc shaft bent was confirmed and appears to be related to the observed bent actuator mandrel; however, a definitive cause of the bent mandrel could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because there was difficulty steering the device, which has the potential to cause tissue/vessel damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. During positioning of the clip delivery system (cds), the cds could not be steered properly and was removed without reported issue. After removal of the cds, a bend was noted on the delivery catheter (dc) shaft. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure with mr reduced to 3+. There was no additional information provided.